Event description:
It was reported that a malfunction occurred on the pump, with the caller unable to specify any notable events prior to this issue. There was no reported adverse impact to the customer's blood glucose level. The malfunction code was identified and was resettable, and the customer was assisted by technical support in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again. Technical support provided additional instructions and resources, including a pdf file for further guidance.